Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (1000 mcg/ml at 679.6 mcg/day) via an implantable infusion pump. The indication for use was noted as complex regional pain syndrome type I and spinal pain. It was reported the empty pump alarm was occurring. The patient missed a refill. No symptoms were reported. It was discussed that the patient's pump could be filled with saline on the date of this report and then filled with drug the following day. It was later reported the pump was filled with saline on the date of this report until the drag came in on (B)(6) 2016. The empty pump alarm had been resolved. It was further reported that the pump was supposedly dry but the healthcare provider (hcp) had pulled out 3ml of drug, then put 1ml of fentanyl back in the pump plus 10 ml saline, resulting in a diluted mix of fentanyl. On (B)(6) 2016 they filled the pump with 2000 mcg/ml fentanyl to extend the refill interval and left the dose at 679.6 mcg/day. They did a priming bolus of the pump tubing and catheter of 0.45 ml which resulted in an approximate 45 mcg bolus and the doctor wanted to program another single bolus for the patient on top of that. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.